Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen intermittently turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved during the review of device logs and initial testing. However, the device was put through extensive testing including bench handling and shock testing without duplicating the problem. An internal inspection of the device found no discrepancies. The color cable was replaced as a precaution. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.